Manufacturer narrative:
The reported event of noise oversensing was confirmed. As received, a complete lead was returned in one piece for analysis, measuring 46.2 cm with the helix retracted and clogged with blood and tissue. A visual examination found an external insulation abrasion at 10.6 cm to 12.0 cm from the connector pin, breaching the outer insulation and exposing the outer coil. The cause of the reported event was the exposure of the outer coil in the abrasion zone.

Event description:
Related manufacturer reference number: 2017865-2022-42205. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead and right ventricular lead exhibited noise oversensing. The right atrial lead and right ventricular lead were explanted and replaced. The patient was in stable condition throughout the procedure.